Event description:
A consumer reported an m series heated humidifier failure to their durable medical goods supplier. The failure reportedly resulted in thermal damage to the humidifier housing. The pt was using the device at the time of the event. No pt harm or injury was alleged. The manufacturer's service center received and evaluated the device. A visual examination verified the claim of thermal damage to the humidifier housing and printed circuit board. A visual examination by the MFR also found evidence of fluid ingress inside of the device housing and on the printed circuit board. The device user manual warns and cautions product users "do not use the humidifier if the water tank is leaking or damaged in any way", "do not overfill the water tank. Damage to the humidifier or therapy device may occur" and "do not allow any water to spill into the therapy device". The source of the ingress has not yet been determined. The MFR has concluded the fluid ingress observed is a characteristic of tap water residue. The product user manual cautions users to "use only distilled water in the tank". The MFR has commissioned a third party to investigate the root cause of this device issue. The MFR will file an MDR follow-up when their investigation is complete.